Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cord that broke twice when I removed it - vagina [foreign body in reproductive tract]. Cord that broke twice when I removed it - tampon [complication of device removal]. Cord that broke twice - tampon [device breakage]. Consumer reported via email that the tampon cord broke during removal. No serious injury was reported.